Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to user error because of the patient's vascular shape.

Event description:
A male pt with slight vascular dilation confirmed just above the bifurcation area of the ipsilateral common iliac arteries, underwent aaa repair in 2008 as labeled. After angiography confirmed a distal type I endoleak from the ipsilateral iliac leg, balloon insertion was performed. Although a slight persistent endoleak from the ipsilateral iliac leg placement area was confirmed, the procedure was completed as there was no flow to the aneurysm. The physician felt the poor seal was from the patient's vascular shape. Pt outcome is unknown.